Event description:
It was reported that an alert was received for eri and eos. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.